Event description:
The pt received an outpatient transfusion of apheresis platelets through the device. Immediately after 10-15 milliliters had been transfused hypotension ensued, followed by a mild seizure. The transfusion was discontinued and the pt was treated with fluid support. The pt was admitted as an inpatient. A cat scan indicated a subcranial hemorrhage. The transfusion was again attempted with irradiated "cmv" - apheresis platelets without the device, uneventfully.